Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was caller states that the recharger was no longer taking a charge. Caller confirmed that the green light was on the docking station and that the battery indicator light was scrolling up and down. Caller did not see any physical damage to the metal pins. The issue was not resolved through troubleshooting. A replacement recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger, ubd: 04-nov-2022, UDI#: (B)(4). H3 device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.